Event description:
It was reported a message was displayed on the programmer, indicating the device had a memory error and a device feature was "not available". The device would not collect and display diagnostic data on atrial and ventricular pacing percentage and percentage of av synchrony. The issue was corrected by loading a special software into the programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a bit-flip in the ramware, which was corrected by performing a manual guided reset (mgr) on the device.